Event description:
It was reported that in 2001, a pt underwent ptca for a 90% proximal rca stenosis, just distal to a previously stented area. Also noted to have 80% stenosis in the acute marginal branch of the rca. Following ptca of the rca, a maverick balloon was advanced into the acute marginal branch where multiple inflations were performed. Attempts to retract the balloon were unsuccessful. It was then noted the balloon had passed through a strut of the proximal rca stent. Attempts to retract the balloon included inflations, negative pressure, use of another wire and balloon. Physician believed the balloon ruptured after multiple attempts to inflate at the strut. Pt was asymptomatic and hemodynamically stable throughout the procedure; had coronary bypass surgery approx 2 hours later. Pt was hospitalized less than 1 week, pt's hospital stay prolonged 1-2 days, due to elevated blood sugars. Pt is doing well now. Physician does not believe event was fault of the balloon; he was unable to retrieve the balloon through the stent strut after balloon lost profile in artery.